Event description:
On (B)(6) 2009 the patient reported that 2 weeks ago she noticed condensation in the cartridge compartment of her infusion device that smells like insulin. She stated that she disconnects from the infusion device while showering or swimming and she does connect the infusion tubing and adapter to the insulin cartridge prior to insertion. She stated that she properly attaches the infusion tubing and the luer connection did not appear to be damaged. She was advised to switch to her backup infusion device to allow the primary device to air dry. Upon follow up on (B)(6) 2009, the patient stated that she allowed her primary infusion device to air dry over night and there are no signs of condensation. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.